Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed on the cycler without any complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Prior to finding the leak, the patient had received a maker sure heater bag is on heater tray error message during fill one of their therapy. The patient canceled their treatment and noticed that fluid was leaking on the inside of the cassette door of the cycler. The following night, the patient attempted to use their cycler for therapy and received the same error message during fill one. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their treatments using manual supplies while the cycler was unavailable. The patient did not develop any symptoms or require medical intervention following the event. The supplies used at the time of the leak were discarded. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.